Manufacturer narrative:
In this case, the serial number, implant date, and date of event are not available. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. There is insufficient information to determine the cause of the coronary obstruction. It may be related to patient factors and/or procedural factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: emad uddin hakemi, mariusz wolbinski, rebecca hahn, susheel kodali, isaac george. 'Coronary protection in transcatheter aortic valve replacement: when, how and critical decision making'. Annals of cardiothoracic surgery, vol 9, no 6 november 2020.

Event description:
As reported from an article, 'coronary protection in transcatheter aortic valve replacement: when, how and critical decision making', an (B)(6) year old female had a successful transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve. A coronary obstruction was confirmed on echo and a stent was placed.